Event description:
It was reported that this patient presented to the emergency room (ER) experiencing a pulseless cardiac arrest for approximately thirty minutes during which chest compressions were performed and external defibrillation shock(s) delivered in efforts to rescue the patient. Unknown at this time the number of external shocks provided to the patient, but external methods successfully converted the ventricular arrhythmia. A device interrogation was performed and the results were discussed with the ER physician. Upon review, it was found the patient had correlated stored episodes within the device to confirm the reported observations. In addition, during review of two of the correlated episodes, it was observed that the patient experienced a delay in shock therapy, approximately five minutes, as a result of undersensing of the ventricular arrhythmia. The device eventually delivered a 41 joule shock, successfully converting the ventricular arrhythmia. Further evaluation was recommended. A boston scientific representative informed the electrophysiology department of this event. The device remains in service at this time. No additional adverse patient effects were reported.